Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV with capsulectomy and "implant was ruptured". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "I would like to initiate a claim." Healthcare professional later reported right side "capsulectomy". Healthcare professional additionally reported capsular contracture baker grade "IV" and "implant was ruptured." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported "I would like to initiate a claim". Healthcare professional later reported "capsulectomy". Healthcare professional later reported capsular contracture baker grade "IV" and "implant was ruptured". This record is for the right side. Device was explanted.